Event description:
Patient was revised due to metalosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notifiy the FDA of the results of this inestigation once it has been completed.